Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Because the device is not available for analysis and there is no further information available no further investigations can be performed at this time. The DHR review confirmed the device met all required standards at the time of manufacture and release. Based on the information presently available the root cause of the reported event cannot be established.

Manufacturer narrative:
Device not available.

Event description:
On (B)(6) 2017 a patient was intended to receive a perceval pvs23 as part of an avr. The manufacturer was notified that during the implanting procedure a paravalvular leak was identified on the echo. The device was explanted and replaced with an edwards perimount magna ease size 23 valve. The patient is alive and well. The device is not available for return and analysis due to the time elapsed since explant.